Manufacturer narrative:
Concomitant medical products: product ID: 3708760, serial/lot #: (B)(4), implanted: (B)(6) 2019, ubd: 16-mar-2023, UDI#: (B)(4). Product ID: 3708760, serial/lot #: (B)(4), implanted: (B)(6) 2019, ubd: 16-mar-2023, UDI#: (B)(4). Outcomes to adverse event: other: nerve damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted winging of their left scapula and weakness with abduction of their left shoulder. This was initially attributed to a brachial plexopathy and it started improving with conservative management. In (B)(6) 2019 they described their shoulder as 90-95% better and on formal examination they had full power throughout their upper limbs except for mrc 4+/5 weakness in left deltoid (without causing disability). They underwent evaluation in the neuromuscular department including a needle electromyography (emg) assessment which diagnosed them with an isolated subacute spinal accessory nerve injury; it was noted this case may be a rare complication of their surgery unrelated to their study involvement, given that they were tunneled with two lead extenders down each side of their neck due to the nature of the study. Lastly, it was noted the patient had near complete functional improvement, which is still ongoing and they had no persistent disability and therefore this was classified as an unexpected adverse event.

Manufacturer narrative:
Event date was approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.